Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A manual test was performed and there was vibration omitting from the device. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A vibrator motor resistance test was performed and there was no defect found. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)..

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a no audio alert and passed out. Patient reported she was aware that the continuous glucose monitor (cgm) blood glucose (bg) value was between 60 mg/dl and 65 mg/dl. Patient reported that she recognized that she was low and went to sit down at a desk. A co-worker asked the patient if she was okay, and the patient responded with "I don't feel good." The co-worker asked the patient what was their symptom, but the patient was unresponsive and shaking uncontrollably. The co-worker checked patient's finger stick (fs) bg value and it was 30 mg/dl. The co-worker treated patient with hawaiian punch juice taken from a straw. Patient continued drinking the juice out of a straw for at least 1 hour, checking her fs value until her bg was 70 mg/dl. Patient remained at work to complete her shift until 4:00 pm. Patient alleges that the cgm did not alert her. Additionally, the patient tested the receiver's alerts and the vibrate alert did function, but the audio alert did not function. No further event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.